Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that after the patient's output current was reduced by 0.25 ma, system diagnostics showed a warning message about the output current not being delivered appeared. The low output current warning continued to be seen in subsequent interrogations. After reducing the normal output current and autostimulation current values by 0.25 ma, correct readings were obtained during diagnostic tests. It was also stated that the patient seizure control has been deteriorating and that the patient's perception of stimulation has decreased. Physician states that they believe that the patient's deterioration in seizure control and the lack of perception of basic stimulation is due to the low output error seen. The patient denies having undergone follow-up outside the hospital or exposure to magnetic fields since the last follow-up. No additional relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Additional information received. Per the physician, the seizures are at pre-vns level. The believed cause of the increase in seizures is due to patient physiology. The patient's condition could be contributing to the seizures that the patient is experiencing. No other relevant information has been received to date.